Manufacturer narrative:
The pump was received with no button response due to flattened act keypad dome. The unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip. The keypad connector found close properly during visual inspection. Unable to perform functional test due to keypad anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident.